Event description:
It was reported that the patient experienced a change in therapy effect. An overdose occurred with symptoms of respiratory depression, sweating, and feeling weak. The patient also reported feeling like she was going to pass out, and trouble breathing. The patient was considering going to the emergency room. The drug contained in the pump was not reported.